Manufacturer narrative:
One syringe infusion pump was returned for evaluation. Visual inspection of the device found it be cracked on right plunger case and bottom assembly. Upon review of the pump event history log, a primary audible alarm bgnd test was found. Device underwent occlusion testing. The reported customer complaint was unable to be confirmed. The problem source was determined to be unknown as the customer complaint was confirmed upon review of the event history log.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited error after the biomed passcode was entered. No reported adverse effects.